Event description:
It was reported that a pump declared an altitude alarm, and the customer declined to provide their blood glucose level at the time of the event. There was no adverse impact to the customer's blood glucose level, as their insulin was not suspended and the issue was addressed earlier in the day. To resolve the issue, the customer replaced the cartridge, and the pump resumed normal operation after receiving tips from technical support to prevent altitude alarms.